Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation/the legal manufacturer's final investigation. The customer requested an olympus endoscopy support specialist (ess) perform a reprocessing in-service for the gf-uct180 scope. The olympus ess performed a reprocessing in-service for the staff and covered infection control information referenced in the user manual and the reprocessing manual. The customer uses an oer-pro to reprocess their scopes, it was recommended that the customer follow the connection matrix for proper use, the customer was emailed a copy of the on-track form and the attendance sheet. The ess spoke with the customer about the scope in question that was incorrectly reprocessed, the user facility had investigated into the matter and was able to determine that the technician who assisted with the procedure was the one who cleaned the scope. In speaking with the staff, the customer could not determine which steps could have been missed or improperly done. The customer informed the ess that the elevator channel was not properly secured in the oer-pro, possibly not flushing the elevator channel as it is supposed to. The scope had not been used on any patients after the initial procedure on (B)(6) 2023 and the scope had been hanging, once it was discovered to have blood on the scope it was immediately reprocessed following the instructions for use (IFU's). It was then placed in delayed reprocessing and was reprocessed once more following the IFU's. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the forceps channel auxiliary channel was leaking, and had a continuous bubble coming from the tip. Additional findings include the following: the instrument channel failed the leak check, the plastic distal end cover was missing, the bending section cover adhesive was cracked, the switch/camera had a deep cut on button 1, the forceps elevator lever and forceps had a stain in the wire, and it was recommended to replace the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. A definitive root cause could not be established; however, based on the results of the investigation, it is likely the device not being cleaned properly and left for two months/the scope having blood and fluid leaking was caused by deviations from the recommended IFU's and may pose an infection control risk. If the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. All disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is detached while not immersed, disinfectant solution may not adequately contact all surfaces. As a result, the effectiveness of disinfection may be reduced. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: deviation from the recommended workflow may pose an infection control risk. If the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. All disinfection steps should be performed with the endoscope and all equipment completely immersed. If the equipment is detached while not immersed, disinfectant solution may not adequately contact all surfaces. As a result, the effectiveness of disinfection may be reduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus yet. The customer was waiting to verify whether the detergent used at the facility was acceptable to soak the scope for 10 hours without damaging the scope. The scope was soaked for an hour since being found and rewashed. Customer provided additional information regarding reprocessisng procedure, followed onsite by the facility. Steris intercept, olympus endoquick, and olympus acecide-c were used to clean and disinfect the device. The minimum effective concentration was checked before each use. The olympus oer-pro (serial #: (B)(4)) was used to reprocess the endoscope. The endoscope channel was being brushed during manual cleaning (single use channel brushes, reusable grey brush maj-1534). Pre-cleaning was performed immediately after each procedure and the following brushes were used: olympus bw-412t, bw-400l, maj-1339 and maj1534. As per the customer, step by step instructions as laid out by olympus were followed during pre-cleaning. A leak test was performed prior to manual cleaning using the following leak tester. Olympus mu-1. The automated endoscope reprocessor (aer) used has had typical maintenance issues with sensors and door hinges. The last preventive maintenance for the aer was on 25-feb-2023, and the last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was on 1-feb-2023. There have not been changed in the facility reprocessing personnel since the last on-site visit by a ess. All reprocessing personnel were trained on how to properly reprocess an endoscope, and the endoscope was stored hanging in a cabinet. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elevator wire channel of the evis exera ii ultrasound gastrovideoscope was not properly cleaned. The device was stored in the cabinet. And the issue was found in april when the customer went to use the radial scope. That hangs in the cabinet with the linear scope. And noticed that blood / fluid had leaked from the end of the scope. The customer stated. That the technician failed to pre-clean the scope correctly. Flushing of the elevator wire channel was not done at bedside or during manual cleaning. Another in-service has been set up to do a hands-on course with the scope. There were no reports of patient harm.